Manufacturer narrative:
In the initial emdr it was reported that parts were replaced; however, that was reported in error. Parts were just ordered for future consummation, not related to any repairs for this complaint event. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported by a getinge clinical support specialist sales representative that while performing a sales demonstration with a demo cardiosave intra-aorta balloon pump (iabp), the battery indicator went from 100% charged to the red exclamation symbol and zero charge within seconds. The battery was removed by the getinge clinical support specialist sales representative and noticed that the date on age to be 2016. In addition, it was mentioned that when the iabp was plugged in, the icon on the screen indicated a full battery. It was also reported that the iabp unit is not used on patients but it is used for sales talk purposes only. There was no patient involved and no adverse event reported.

Event description:
It was reported by a getinge clinical support specialist, sales. While performing a sales demonstration with a demo cardiosave intra-aorta balloon pump (iabp), the battery indicator went from 100% charged to the red exclamation symbol and zero charge within seconds. The battery was removed and it was noticed that the date on age to be 2016. In addition, it was mentioned that when the iabp was plugged in, the icon on the screen indicates a full battery. It was reported that the unit is not used on a patient and it is used for sales talk purposes only. The iabp will be returned to agility and service will follow up. There was no patient involved and no adverse event reported.

Manufacturer narrative:
A getinge service representative reported that the batteries were noted to be at the end of its lifetime and that they will be changed as part of a preventive maintenance (pm). A supplemental report will be submitted when pertinent information is received.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and replaced the parts for the unit and left additional parts for the customer for future consummation. The parts include: gasket, ECG cable, instructions for use addendum, transducer adapter cable, and the helium hi pressure regulator.

Event description:
It was reported by a getinge clinical support specialist, sales. While performing a sales demonstration with a demo cardiosave intra-aorta balloon pump (iabp), the battery indicator went from 100% charged to the red exclamation symbol and zero charge within seconds. The battery was removed and it was noticed that the date on age to be 2016. In addition, it was mentioned that when the iabp was plugged in, the icon on the screen indicates a full battery. It was reported that the unit is not used on a patient and it is used for sales talk purposes only. The iabp will be returned to agility and service will follow up. There was no patient involved and no adverse event reported.